Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient was feeling unwell. Tests indicated vegetation on the right ventricular lead and swelling at the implant site. The patient had undergone chemotherapy and the infection was thought to be related to the IV. The system was explanted. No adverse patient effects were reported.